Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the posterior portion of the foot was broken off and was not returned. A posterior cuff miss occurred, because the posterior cuff was not engaged to the needle tip. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. Since the needle trajectory of every device is checked twice during manufacturing, the possible root cause for the posterior foot break is related to operational context in the use of the device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.